Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger .product ID: 37791, product type: recharger. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they received the new antenna but it was still taking too long to charge. They stated they get 6-8 coupling bars but it had been 3 hours and they were still at half full. They stated their normal charging session is 2 hours. A replacement recharger was sent. No patient complications were reported as a result of this event.

Event description:
Additional information received from the patient reported that they did not received their recharging antenna. A new antenna was then sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are having a problem with their coupling boxes. They stated that they have inconsistent boxes filled in throughout their charging session, but they don¿t move. The patient noted that their implantable neurostimulator (ins) battery runs out in 2 days. They also indicated that they used to go 4 days without recharging, but now they are recharging every other day. The patient mentioned that they also have to charge for a longer period of time. They stated that they were reprogrammed to high-density settings about a month or a month and a half ago. The patient noted that they were set on group c at 120. Patient services reviewed how high-density programming can affect charging expectations. The patient stated that a manufacturing representative was aware of all these issues, but they were not sure when they became aware. Patient services reviewed trying adhesive discs for the coupling issue. The patient noted that they don¿t use a belt or adhesive discs when recharging, thus a box of adhesive discs were sent to the patient to try. Patient services recommended calling back if their issue was not resolved. No further complications or patient symptoms were reported or anticipated. Additional information was received from patient. It was stated the patient received the adhesive discs. Patient mentioned ¿what good was that going to do¿ if antenna was not in the right place, patient had to keep pulling the pad off to reposition. Patient stated sometimes it took 20 to 30 minutes to find placement for ins recharger antenna, and till got poor coupling. It was noted ¿patient turned the thing all the way around and still could not get any¿ coupling boxes. Patient services offered and sent insr antenna, and it was reviewed if issue wasn't resolved then patient need to follow up with healthcare provider. Patient was getting poor coupling while charging ins. No further complication and no symptoms were reported. Additional information was received from the patient. It was reported that they were having trouble maintaining coupling bars. If they got 8 bars it would drop down to 6 or if they got 4 bars it would drop down and they had to press the green button to bring it back to 8 bars. They stated the issue started the previous week. They stated it took about 3 hours sometimes to recharge every other day. The previous night they had only the last quarter left to charge and it took 3 hours to fill a quarter. It was reviewed that it was normal for the bars to fluctuate as the recharger resets itself every 60 seconds. The patient stated they do not use the belt and does not hold the antenna when charging. They stated they sit on the couch with a cushion right behind their back. It did not move and the patient did not move. The patient was recommended to use the adhesive discs. The patient was redirected to a healthcare professional (hcp). No patient complications were reported as a result of this event. Additional information was received from the patient. It was reported that it was taking too long to charge and there was poor coupling. Patient reported that a few days ago, she saw poor coupling. Troubleshooting occurred, however, issue was not resolved. Patient reported difficulty recharging since implant. Patient reported she was sent a new recharging antenna 6-8 months ago. No further complications were reported/anticipated.

Event description:
The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.